Event description:
Concern: ability to use an incorrect blade on the zimmer dermatome device. Both integra & the zimmer blades have two screws in the same location so either blade fits the zimmer machine. No equipment malfunction occurred. Procedure: excisional preparation of penis, split-thickness skin graft, excisional preparation of bilateral lower groins, xenograft to groins & left thigh donor site. Complication occurred when an incorrect blade (integra dermatome) was placed in the zimmer dermatome. This caused a laceration requiring repair. The concern staff have reported is that the integra dermatome blade fits into the zimmer dermatome which, if this error is made (incorrect blade use), can cause harm to the patient.